Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 would not close past the last cubie and would not open fully either. The customer also reported having a similar issue with the main drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 would not close due to damaged rails. A field service engineer (fse) replaced the rails; however, the system then displayed a device not detected on bus error. Further the fse found that the retractor band was damaged and replaced the retractor band to resolve the issue. Then the fse conducted comprehensive testing through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.